Event description:
During a post-operative office visit following a bilateral, 2-level transforminal interbody fusion at l3-4 and l4-5, radiographs showed that a screw tulip appeared to have separated from its screw shank. Pt reported no symptoms at that time. The pt continues to be asymptomatic and no additional intervention is planned. Surgeon related that it was possible the tulip was not fully seated at the time of surgery.

Manufacturer narrative:
The device has not been returned for failure investigation and no additional evaluation has been possible; however, analysis of similar devices is in process. Attempts to reproduce the failure in a lab setting have been inconclusive and root cause is unk at this time. Product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." Identification of the root cause for this failure mode is pending.